Event description:
Caller reported a cartridge alarm issue that did not adversely impact the customer's blood glucose levels. Cts (customer technical support) addressed the problem by confirming the alarm occurred with consecutive cartridges and decided to replace the pump. Customer was advised to use a backup insulin pump to ensure continuous insulin delivery, as the original pump was still under warranty. Cts provided instructions for storing and returning the faulty pump and programmed the replacement with updated software. The customer was informed about the need to return the faulty pump within 10 days to avoid charges and acknowledged all instructions regarding programming and connecting the replacement pump.